Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional.the following troubleshooting was performed: pump interrogation and a subsequent pump refill procedure was done to resolve the issue. A session data report indicated that current pump settings as examined at (B)(6) 2017 showed a low reservoir alarm occurred on (B)(6) 2017 and that an empty reservoir alarm occurred, and that the patient was receiving gablofen at a concentration of 500.0 mcg/ml and a dose/frequency of 4.29 mcg/hr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the patient had an empty reservoir alarm, withdrawal symptoms, and a refill was done. The representative stated when the doctor did the refill, the actual reservoir volume was approximately 1.2 ml, and the expected reservoir volume was 0 ml.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that on (B)(6) 2017 the patient was seen in the ER (emergency room) with slight baclofen withdrawal issues. Upon interrogation of the pump, the pump reported that the reservoir was empty although the refill date was scheduled for (B)(6) 2017. The physician refilled the pump on (B)(6) 2017 at which time the pump still had just over 1ml of drug in the reservoir. The hcp was concerned about the refill symptoms, the pump reporting that it was empty, and the pump still having drug in it. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No surgical intervention occurred and none was planned. The patient status was reported as ¿alive ¿ no injury¿. The issue was reported to be resolved. No further patient complications have been reported as a result of this event.